Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause was unknown. They adjusted the programming and the issue was resolved and the pain was minimized.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that the stimulator is working 90% perfectly, but there is one area that they are not able to get any stimulation to. Patient stated that they lay down and tilt their head back and that's when they feel the stimulation and how they know they are unable to get the stimulation in one area of their body. Patient said they are getting pretty good stimulation on their right side all the way down to their feet, but on their left side the stimulation is not functioning around their hip area, almost where the battery was implanted and it swells up, at least that's their perception and sometimes it's extremely painful or moderately painful. Patient reported that they had rep contacts but that they are no longer with the company and do not know who to call for hands on help. Patient was inquiring about adjusting their stimulator to reach the missing target area. When asked for an event date; patient stated that the issue started 6 months ago or more.